Event description:
It was reported that during the implant procedure, low out of range lead impedance was observed when the lead was connected to the device. It was noted that the suture sleeve was broken and the suture had damaged the lead. The lead was explanted and replaced without any issue. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(6), 2017.